Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Primary investigator reported via phone call that customer was in emergency room due to emesis. The customer¿s blood glucose level was 211 mg/dl. Customer was admitted overnight for treatment with intravenous fluids for hyperglycemia and dehydration due to vomiting. The insulin pump will not be returned for analysis.